Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: disconnection in cable unit; flare in the image; and no image was displayed. A definitive root cause could not be identified. However, based on the results of the investigation, it is likely that the malfunction red and green stripes appearing on the image and no image was due to a disconnection in the cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had red and green stripes appearing on the image. There were no reports of patient harm.